Event description:
Information received that the left foot siderail was not latching. No injury reported.

Manufacturer narrative:
Technician found that the left foot siderail was not latching as it was bent. Replaced the siderail latch cover to resolve this issue.